Event description:
Pumps emptied in less than 24 hours, but should have lasted 50 hours. There is leakage under the bandages, so the bandage was very wet when the patient returned for catheter removal. Occurred within the past couple of weeks. No actual sample available. Leaked on 3 patients.

Manufacturer narrative:
Device was received for evaluation and investigation, and testing is currently being performed. A follow-up report will be filed when investigation has been completed.